Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis was due to a break in aseptic technique. As the cause of the peritonitis was due to a breach in aseptic technique, the minicap transfer set is no longer a suspect product in this event. Further investigation pertaining to this case of peritonitis can be found in report 1416980-2013-26967. No further investigation will be performed in this complaint.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovering from peritonitis. No additional information is available. This report is 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13d30020, h13d08067, h13c05032, and h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).